Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe could not cut and aspirate the vitreous well during a right eye vitrectomy surgery. The product was exchanged and the procedure was completed without consequences to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
No probe sample was returned for evaluation; therefore, the condition of the product could not be verified. A review of the related device history records associated with the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Additional information: one probe sample was returned for evaluation. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was visually inspected and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming. The probe was disassembled and the components inspected. There is approximately 20 to 30 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when the inner cutter was removed from the needle. Wear marks were present at the bend area, cutting edge, and along the front section of the inner cutter. The product complaint evaluation does not confirm that the probe did not aspirate. The aspiration functional testing met specification. The complaint evaluation does confirm that the probe cut performance was nonconforming. The exact reason for the poor cutting cannot be determined from this evaluation. The most likely root cause of the poor cutting appears to be from a worn or damaged inner cutter from its use. The cutter quality appears to have deteriorated during the approximately 20 to 30 minutes of use compared with the vitrectomy portion of the procedure which is typically less than 20 minutes. The wear marks on the inner cutter support the performance deterioration of the inner cutter. (B)(4).